Event description:
Ous MDR: it was reported that a patient had an asystolic arrest and loss of pacing. During follow-up, problems to interrogate the pacemaker occurred. Low lead impedance, varying battery voltage and battery impedance were observed. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker and the received documentation were inspected. The review of the documentation revealed that the pacemaker was found to be in back-up mode during initial interrogation in 2008, (10:54h). This is an indication that the pacemaker detected an invalid memory content and automatically switched to a specified secure backup mode. During follow-up, the pacemaker was reprogrammed and the back-up mode was deactivated. Subsequently the varying values were noted during battery/lead telemetry. The pacemaker was received in aai-mode 60ppm / 0.1v / 0.1ms. During electrical inspection the battery/lead telemetry was performed and the measurements showed expected values. However, it was noted that the reprogramming of the pacemaker possibly eliminated the clinical observation. During analysis, a loss of pacing was not observed. Therefore, a long-term pacing test at 37 degrees centigrade was performed, during which a loss of pacing was not observed. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or packing problems. In summary, the pacemaker found to be fully functional during analysis. The varying values during battery/lead telemetry and intermittent pacing were not reproducible during analysis after reprogramming. This represents a singular event.